Manufacturer narrative:
This report is submitted on october 26, 2021.

Event description:
Per the clinic, the electrode has partially slipped out of the cochlea. The patient underwent a revision surgery on (B)(6) 2021, in order to reposition the electrode. The implanted device remains.